Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that an image could not be obtained on a secondary monitor. There was no patient involvement, associated with the event, reported to olympus.

Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. Olympus technical support determined the wrong type of digital visual interface (dvi) cable was used. The reporter was advised to obtain the correct type of dvi cable or use a non-dvi cable to resolve the problem. The device was not returned to olympus. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.